Manufacturer narrative:
(B)(4). Based on the manufacturing record review the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was removed and replaced during the same procedure as during the implant, the patient's capsular bag collapsed. There was no patient injury or complication reported. An incision enlargement and vitrectomy were performed. No patient information was provided. The lens was discarded and not returned for evaluation. No further information was provided.